Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt, implanted in 2000, presented for programming and reported a high pitched buzz beginning a few days ago, regardless of program. The audiologist could repeat the buzzing with the pt's audio processor, as well as with the dib ii coil. No trauma, illness or medication were reported. Re-implantation is scheduled for (B)(6) 2014.